Event description:
It was reported that a user experienced multiple episodes of low glucose while using the ilet bionic pancreas after a trainer adjusted the target, and the user requested assistance to revert the target, which was not performed and the user planned to contact the trainer; oral glucose was used to treat the lows. Symptoms included hypoglycemia. Outcomes included temporary interruption of normal daily activities. Investigation included review of available information and user troubleshooting and education. Investigation of this case revealed no device malfunction identified and no device component issue identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.